Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 by the bone & joint journal, titled ¿mid-term results of eclipse total shoulder arthroplasty¿. The study reviewed one hundred thirty-one (131) patients (143 shoulders) who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and pe keeled glenoid (brand, manufacturer unspecified). The procedure breakdown was as follows: one hundred twenty-nine (129) to address osteoarthritis, two (2) for addressing avascular necrosis, three (3) to address glenoid dysplasia, five (5) to address rheumatoid arthritis, three (3) to address revision of failed trauma procedures, and one (1) to address post-infection arthropathy. During the eighty (80) month follow-up period, five (5) patients experienced glenoid loosening leading to revision. Source: batten, timothy j., et al. "Mid-term results of eclipse total shoulder arthroplasty." The bone & joint journal 104.1 (2022): 83-90.